Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 6940-52 lead, implanted (B)(6) 1999. (B)(4).

Event description:
It was reported by the patient that years ago the patient was standing next to the pool and received a shock for electromagnetic interference (emi) exposure. At the time, the physician told the patient to turn off the pumps when swimming. Recently, the patient was getting out of the pool and was again shocked due to emi exposure. The clinician reported that coinciding with the patient's shock, a lead integrity alert (lia) was triggered on the right ventricular (rv) lead for high sensing integrity counter (sic) and high rate non-sustained episodes. The alert was reset. The device and lead remain in use. No further patient complications have been reported as a result of this event.